Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose. Customer's blood glucose level was over 600 mg/dl. Self test was performed and it was passed. Basal rates were accurate. Insulin pump will not be returned for analysis.